Manufacturer narrative:
Received 1 used set of 4 arcticgel pads. The pads were reviewed and noted evidence of being used, the trim pattern on all four pads were correct, the energy connectors were found free of damages and presented a good connection. Per functional testing the pads were connected to the arctic sun machine model 2000 for 10 minutes and the water immediately started flowing into the pads without any problems. * left chest pad: a total of 1.91 l/min m2 of flow rate were registered during the test due that pad was noted to be crushed. * left thigh pad: a total of 0 l/min m2 of flow rate were registered during the test due that pad was noted to be crushed. * right chest pad: a total of 3.92 l/min m2 of flow rate were registered during the test. * right thigh pad: a total of 3.34 l/min m2 of flow rate were registered during the test. The reported event was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ according the test method the flow rate is unacceptable on the left chest pad and the left thigh due to the pads were noted to be crushed, the other two pads were found acceptable for this product must be above 2.4 l/min m2. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving low flow, and were changed to a new set of pads. The patient completed therapy.